Manufacturer narrative:
Post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top moving jaw was separated from the device's overmold and seal plate. There was no missing piece. The reported condition was confirmed. The manufacturing engineer was notified and confirmed that the product jaw b seal plate and overmold did disengage and does not meet specifications. The device appears to have significant use. No root cause for the jaw b disengagement could be determined. Engineering and manufacturing trained the maryland line operators to be cautious with the tips of the jaws when assembling and handling the devices, and to scrap any devices that show signs of delamination. Engineering reviewed the process to determine potential root causes for delamination. Operators were cautioned to avoid contact of the jaws with assembly fixturing. This complaint will be classified as undetermined. The harm for this non-conformance identified, particulate left in body. The severity is 5 and the occurrence is 2. There was no reported injury to the patient or the user as a result of this non-conformance. The severity identified in the current risk analysis is appropriate. This is the eleventh occurrence of this non-conformance in approximately 1,350 ,000 maryland devices produced in the past 18 months. The occurrence rating is 2 which means the frequency is 1 in 100,000. 0/1,350 ,000 patient injuries is well within the expected occurrence. No formal investigation is required for this non-conformity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, while using the reported device, a quite hard tissue was grasped with the jaws and the jaws could not withstand and broke. After that, the jaws became unable to grasp, and sealing could not be performed. The product was replaced with a new one, and the operation was completed successfully. No patient injury.